Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A nurse reported that during aspiration of the silicone oil, the patient's eye became soft despite normal settings at 25 mm hg. The value was increased to 40 mm hg and it worked better. The intraocular pressure control was active. The event occurred during two consecutive surgeries performed by two different doctors. Additional information provided by one of the physicians. He had no suction issue during surgery and no issue occurred with the system. He did not remove silicone oil on that day. But he solely filled silicone oil in the eye. The nurse confirmed that there was an issue with the system. Additional information has been requested but not received to date. This is one of two reports being filed for the same facility. This report is for the second patient.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system met specifications at the time of release. Intraocular surgery has always been recognized to induce substantial intra-ocular pressure (iop) fluctuations, this is true for both anterior (i.e. Cataract surgery) and posterior segment (i.e. Vitrectomy) surgeries. Acute ocular hypotony is common during many intraocular surgeries. There are numerous times during cataract surgery (incidence=0.06%-0.16%1,2), glaucoma filtration surgery (0.15%2), vitrectomy (0.41%2), penetrating keratoplasty (0.56%2), k-pro surgery, dsek, iofb removal and trauma repair when there is no infusion and the eye is at atmospheric pressure. Pars plana vitrectomy (ppv) differs from other intraocular surgical procedures in that the prolonged acute hypotony is not a predominant feature. Intra-operatively, maintenance of eye pressure is a balance between infusion (irrigation) and extrusion (aspiration) with both parameters actively controlled by the surgeon and with the advent of iop control features, supported by vitrectomy/phaco machines. Hypotony (<5mmhg) is in fact fairly common in eye surgery that most eye surgeons anticipate this to occur during surgery. Surgeons have been trained to recognize and mitigate this by adjustment of the previously mentioned parameters manually or through the machine to adapt to what is being performed during surgery. The system operators manual notes the system is a closed loop system that adjusts iop. The iop control cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, and/or remove the infusion line. Based on this description, likely contributor to the reported event is failure to sufficiently aspirate viscoelastic. This issue is unrelated to the system, and can be attributed to either viscoelastic type chosen or user technique. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively

Event description:
Additional information provided by the nurse. Both surgeries could be completed after increasing the pressure to 40 mm hg without any complication. There was no patient harm. And patient were feeling good.